Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricular lead was relaying noise and oversensing. The patient received three rounds of antitachycardial pacing but no shocks. Programming changes were made and the patient will be followed weekly. The patient remained stable.